Event description:
It was reported that, "pt began feeling pain in her left side, walking with a limp. Tried pain killers, and epidurals. Dr. Says she has osteoarthritis, spinal stenosis and degenerative and bulging disks. X-rays were taken and doctor told pt that he sees nothing wrong with the implants. Pt asked if any of her components were part of a recall."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.